Event description:
The customer reported to philips that the device had an ECG equipment malfunction inop message upon power on. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.